Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak noted after implanting the valve. According to the operative report, the patient presented with critical aortic valve stenosis with calcification of all three leaflets. The valve leaflets were excised and the annulus debrided of its calcific involvement. The annulus was incised to a #23 carpentier edwards magna thermafix pericardial valve. The valve was sutured in place and appeared to be easily seated and was secured. Transesophageal echocardiogram demonstrated evidence of perivalvular leak. Therefore, the patient was returned to cardiopulmonary bypass and the valve was removed. The aortic root was then widened utilizing a diamond-shape patch of bovine pericardium. Another edwards valve, of the same model and size, was easily seated and was secured without difficulty. The patient tolerated the procedure well and was transferred to the intensive care unit in stable and satisfactory condition.

Manufacturer narrative:
Evaluation: method (B)(4) other = x-ray device evaluation: as received, the valve exhibits cut out in the tissue of all three leaflets. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3mm at the free margin by 9mm into the cusp area. Cuts in the sewing fabric are evident, which exposed the wireform. No other inconsistencies detected, the leaflets are intact and flexible. No inconsistencies detected in the x-ray, as the wireform is intact. The valve is not suitable for functional testing based on the condition it was received; therefore, the alleged leak cannot be addressed. Additional manufacturer narrative: the investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.